Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc leaked at septum. Successful indwelling needle puncture was followed by seeing the return of blood oozing out towards the isolation plug, which was then immediately withdrawn.

Event description:
No additional informaiton provided.

Manufacturer narrative:
1. No defective sample and photo have been received for the complaint. 2. DHR/bhr reviewlot#4081458. 1-this batch of products were assembled at intima ii auto line 2 in april 2024, and packaged at r240 package line and cfs package line in april 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 4-the plant has launched CAPA to investigate leakage at the septum, 3. Due to relevant complaints received, 800mm simulated clinical leakage test was conducted on the retained samples of this batch, and it was found that a few samples leaked at the end of the septum after the needle tip was inserted into the test device, and the leakage stopped after the needle core was pulled out. Conclusion(s): in response to the leakage at the septum, the plant has launched CAPA to trace and investigate its root cause.